Event description:
It was reported that during a pulmonary resection procedure, after that the stapler was reloaded, the new clips were fired partially opened. The operation was carried out with a different linear stapler. No adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.